Event description:
This report is for pt 2 of 2. Health professional reports: protime system unspecified inr sample error message followed by a 'sample too low' message. Unspecified lab system inr result: 4.9. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR method - MFR eval currently in process. MFR results - MFR eval currently in process. MFR conclusions - MFR eval currently in process.